Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported temporary lid won't close during use. Initial description: as per the customer report, starting around financial year 2024, there have been numerous cases where even when attempting to temporarily secure the lid, it opens within seconds.

Event description:
No additional information is available.

Manufacturer narrative:
Correction: section h. Medical device problem code corrected from a17. Compatibility problem (2960) to a05. Mechanical problem (1384). Physical/picture/video sample was not provided, and the lot/batch number of the complaint product was not provided. In the absence of evidence and complaint product details, the reported product issue could not be confirmed, and a root cause could not be determined.